Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10 proposed g-code: mechanical (g04) - head reported event was confirmed as as dislocation was noted in the x-ray review. Review of the x-rays identified the following: no hardware disassociation, but there is dislocation of the humeral component with respect to the glenosphere in which the humerus is dislocated proximally and slightly laterally. No loosening, wear, radiolucency, or other contributing factors. Overall fit is grossly unremarkable. Bone quality appears normal. No fracture of the bones or hardware, and no anatomical concerns detected to account for the finding. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to use error, patient not following instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a shoulder procedure on approximately 3 months ago. Subsequently, the patient was revised due to dislocation 2 months later. The patient's soft tissues are severely compromised, and the patient did not keep his shoulder immobilized as instructed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: australia. D10 - medical product: catalog #: 110031427, bearing standard 40 mm diameter, lot # 65494017. Catalog #: 110031399, mini tray std cocr +0 offset, lot # 65604025. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00954 h3 other text : requested but not returned by hospital.